Event description:
Sales rep reports that customer has made him aware of cracking lids on suction liners that have occurred on several occasions during the last six months. There are no reported patient consequences. Rep could only verify the lot number of the most recent occurrence.